Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white foreign material inside the air/water and jet channels. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. There was no deviation from the reprocessing instructions. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.